Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication. The technical support specialist (tss) verified the report and identified that the orders were discontinued. Tss performed follow ups, as there was no response from the customer, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the order was unavailable for the nurse to dispense and required an override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the order was unavailable for the nurse to dispense and required an override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.